Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) has been confirmed. The root cause of the uneven voltage on the battery cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.